Manufacturer narrative:
Device used for treatment and not diagnosis. Our investigation has shown that the thread was completely sheared off at approximately one half of the shaft body. Moreover, the screw shaft shows a mark of an unknown instrument. It got possibly damaged from a drill bit. The hexagonal screw head recess shows marks of a screw driver what points to the fact that the locking screw was damaged during use. (B)(4). We are not aware of other similar complaints of this article. No product related deviation was found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A hospital in (B)(4) reported they found a screw with a damaged thread during a routine check of the set. There was no patient involvement.